Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received (B)(6) 2021 with lot number 2690587. Analysis of the returned device identified: weight to the spec and creases fold. Voids in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "stage 4 capsular contracture" on the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "stage 4 capsular contracture" on the right side. The device remains implanted.